Event description:
It was reported that the transducer was faulty. No pt complications were reported.

Manufacturer narrative:
The product eval lab rec'd a single dpt. The dpt zeroed and sensed pressure accurately. Electrical testing showed both input impedance (2121 ohms) and output impedance (308 ohms) were within specification per the directions for use. No visible defects were observed on the dpt cable connector.